Event description:
Account reports several incidents in which the male luer adapter separates from a peripheral catheter during use. The line is under a blanket, so separation is not noted immediately. Rptr stated the separation occurs when the adapter becomes "wet", and when dry, no separations occur. Rptr added they never had this problem in the past. Issue began with the reported lot number. Various catheters used, but mainly jelco. Rptr stated there has been no pt compromise "yet."